Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). The "air-in-line" alarms were confirmed through an event history log review. The ultrasonic sensor was found to be out of specification and has been replaced.

Event description:
During the evaluation of a returned spectrum infusion pump, 78 occurrences of "air-in-line" alarm were identified in the event history log which indicates a potential malfunction of the device. No additional information is available.